Event description:
Distributor reported a crack and leak in a mp1000-c valve. A home health pt who administers her own tpn/hydration and has used the mp1000-c for the more than 5 years was starting her hydration and after attaching the line to the maxplus valve (that had been in use for three days) noticed fluid leaking from a crack in the base of the valve. Maxplus valve was replaced and the infusion restarted without incident. There was no pt harm or medical intervention required. No further pt or event info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Unable to determine the cause of the leak from a crack because the event valve has been discarded.